Event description:
A customer contacted baxter's global technical service center requesting assistance re-priming the patient line on the homechoice (hc) machine. The caregiver (cg) stated the home patient (hp) connected before the prime was complete and now there was air in the patient line. The baxter technical service representative advised the cg to start over with new supplies and to make sure the hc said connect yourself before connecting the hp. The cg understood the explanation and would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2010, who stated there was no patient injury or medical intervention associated with the incident. The pdn was not aware of the incident, but stated that the patient has been fine and has been continuing therapy. The pdn verified that the patient would have discarded the samples and finished the box of product with no further issues. The pdn verified that the patient knows proper procedure and has been instructed to call baxter technical support for help with equipment alarms and issues. The pdn stated "this patient is really a perfect patient and is doing very well on the therapy."

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.